Event description:
It was reported that a vns patient underwent full revision surgery on (B)(6) 2015. It was reported that the lead was replaced due to lead fracture and the generator prophylactically replaced. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1819 ohms. It was reported that no patient trauma or any manipulation occurred that could be the cause of the lead fracture. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed abnormal diagnostic results: it was found that the vns patient's device was tested on (B)(6) 2015 and system mode diagnostic results revealed high impedance (dcdc code 7). On (B)(6) 2015, system mode diagnostics were repeated and high impedance persisted. It was reported that the explanted devices will not be returned to the manufacturer.

Manufacturer narrative:
The previous submitted medwatch report (1644487-2015-05711) is a duplicate of the the manufacturer report # medwatch report 1644487-2013-02890. The information reported in the previous initial medwatch report was, in fact, the follow-up of the event already reported in the medwatch report 1644487-2013-02890.